Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states during quality control testing the analyst noted the syringe was dispensing abnormally. The syringe appeared to have a fibrous string in the needle that extend the length of the drops. The fiber was analyzed by technical services using reflectance mode and has spectral similarities to cellulose.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 734595 was performed. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are taken throughout the production of the lot and checked for contamination. The dhrs for shop order production of the safety needles concluded visual and physical samples inspected identified no issues. There were no ncrs issued against the shop order(s). A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. Additionally, a review of the machine setup was conducted and there were no issues. A review of the high speed assembly #1 and needle packager #1 did not show any issue with contamination. No sample was provided for evaluation. However, one (1) picture was submitted for review. Visual inspection observed a small fiber. However, the exact nature of the debris could not be determined based on the picture (unidentied matter). The investigation could not identify a systemic issue with the product or process. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.